Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they were a little bit worried something was wrong because when they turn the stimulation up they do not feel stimulation but only felt a throbbing at the implant site. Patient also reported that they device was not working like it was before. Patient further explained that when the device was really working for the 1st year she could feel a tingling sensation and she knew it was working. Patient further reported that they got a poor communication but it was resolved when they plugged the antenna all the way in. Pt was on program 1, when patient increased all she was feeling was a throbbing at the ins. Pss reviewed how to change programs, patient changed to program 2 and increased stim, patient was feeling a little throbbing at the ins site. Patient further reported that they got "everything going" but now sometimes she will feel nothing then will move in certain positions and feel the stimulation stronger. They was no fall or trauma reported and patient was redirected to their health care professional for follow up. No further complications were noted or anticipated.